Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a philips CPAP device's sound abatement foam. The manufacturer received information alleging nose irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, asthma (new or worsening), inflammatory response and kidney disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Manufacturer narrative:
The following information has been updated in this report. Section "suspect medical device" in box d has been updated/corrected to reflect updated device information.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged that the nose irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, asthma (new or worsening), inflammatory response and kidney disease/toxicity. There was no report of patient harm/injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was mention of no visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 7 errors found and secondary findings was observed. The manufacturer's service center concludes that there was no visible foam degradation. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.